Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73j1600307, investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states: the doctor found staplers jamming during using. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the stapler was received with its trigger partially engaged and a staple partially formed. The staples appear to be properly aligned. The stapler was received with 7 staples left in the cartridge indicating that at least 28 staples were fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the partially formed staple was able to completely form and release. This was repeated with the same result. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." Other remarks: the reported complaint of "units jamming" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler. No further action will be taken.

Event description:
The complaint states: the doctor found staplers jamming during using. There was no patient injury.